Event description:
It was reported that the device was fractured. A guidezilla ii guide extension catheter was selected for use in the anterior descending branch. During the procedure, it was noted that the device was fractured. The procedure was completed with another of the same device. There were no patient complications, and the patient was stable after the procedure.

Manufacturer narrative:
E1 initial reporter address 1: (B)(6). E1 initial reporter phone: (B)(6).

Manufacturer narrative:
E1 initial reporter address 1: (B)(6). E1 initial reporter phone: (B)(6). Device analysis findings: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record (DHR) review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Investigation conclusion: this investigation has been assigned the conclusion code of adverse event related to procedure following a review of the reported event details, available information, and product record review. In this case the device was not returned for product analysis therefore limiting the identification of a most probable cause of the reported event. The issue could be related to an excessive force applied to the device during procedure, as well as operational factors such as handling/technique, causing the reported event.

Event description:
It was reported that the device was fractured. A guidezilla ii guide extension catheter was selected for use in the anterior descending branch. During the procedure, it was noted that the device was fractured. The procedure was completed with another of the same device. There were no patient complications, and the patient was stable after the procedure. It was further reported that the fractured part did enter the body, but it did not detach completely and was completely removed.